Event description:
A male with unstable angina status post lad stent, underwent an uncomplicated coronary diagnostic procedure in 2007 lasting approx 13 min. The mynx device was prepped and reportedly used per IFU without complication. Hemostasis was immediately achieved with no noted bleeding or hematoma. Patient ambulated and discharged per standard hospital procedure without incident. On nine days later, the patient returned to the ER with increasing pain, tenderness and swelling in the right groin. He was started on antibiotics and sent to surgery for exploration. An incision was made over the puncture wound, and the drainage in the cavity was cultured, ruling out infection. The cfa was found to be intact with excellent pulse and no acute bleeding. The wound was irrigated, a drain placed, and dressed. The patient tolerated the procedure well without complications. All cultures (blood, tissue, and drainage) showed no organisms and negative for staphylococcus.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. There is no evidence that indicates, the device did not meet specification and that it did not perform in accordance with its specifications and the IFU. A causal role for mynx was not apparent given that the device functioned as expected having achieved hemostasis without immediate complications.